Event description:
As per the call received by esp, the customer left of note on the pump stating "high drive pressure" alarm. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported event. However, the company rep observed the "high drive pressure" alarms logged in the service diagnostics. The company rep replaced the manifold drive assembly (part # 0104-00-0018). The company rep performed preventive maintenance, calibration, functional tests and safety checks. The unit met factory specs and was returned to the customer. (B)(4).